Manufacturer narrative:
(B)(4) date sent: 12/20/2023. D4: batch # 475c46. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Manual override was used. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown, but surgeon is experienced with our devices and knows the trouble shooting steps. Did the jaws eventually open? Yes. It is my understanding that the manual override was used on both staplers (pvs & ech60c). How was the 60 contact able to be opened? Please confirm procedure? Investigation summary .   The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 475c46, and no non-conformances were identified.

Event description:
It was reported that the pve35a wouldn't fire after surgeon closed it and the ech60c wouldn't open after stapling inside patient. Both were used in the same case. No patient harm.